Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected digoxin (dgxn) result was obtained from a single patient sample using vitros chemistry products dgxn slides on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros dgxn reagent lot 1919-0255-5367 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn reagent lot 1919-0255-5367. Because precision testing was not performed on the vitros 5600 integrated system an instrument related issue could not be entirely ruled out as a contributor to the event. However, historical quality control results were determined to be precise and no evidence was found to indicate that the vitros 5600 integrated system malfunctioned. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected digoxin (dgxn) result obtained from a single patient sample processed using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Patient sample result of >4.0 ng/ml vs. The expected result of <0.4 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, higher than expected vitros dgxn result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).